Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor and the coupling tool side seized, jammed and was moving heavy on the small battery drive device. It was further determined that the on / off was blocked and the tool side coupling was slightly jammed. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watt, check the function with electric pen drive (epd)-console, check compatibility between colibri/small battery drive (sbd) and colibr ii/sbd ii, check the oscillation angle, check the off/oscillation/on switch mode function and check the cannulation. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Further evaluation determined that the device failed pretest for check the attachment coupling in addition to the other pretests mentioned in the initial report. If additional information should become available, a supplemental medwatch will be submitted accordingly.